Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci assisted nephroureterectomy surgical procedure, user informed the technical support engineer (tse) that they encountered c 34 error on the erbe generator. The user performed power cycle on the erbe generator, but the issue persisted. The user was instructed to check whether switching monopolar coagulation modes changed the behavior, but it had not helped. The procedure was completed as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.